Event description:
Event: device was damaged. Was there any visible issue before usage? No. Which location and what kind of damage was found? It was found to be separated during insertion, so the usage was stopped. Patient outcome: no patient injury.

Manufacturer narrative:
This medwatch report is being filed based on an image received from the distributor on june 17, 2024, which presented a fracture of the core wire along with stretched coil wraps at an unknown distance from the distal tip. As received, the specimen consisted of one-1 each pkg-safari2 jpn 275cm sml 5pk; returned coiled, loose without the dispenser assembly; double bagged within "zip-lock" style poly biohazard pouch. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload of the core wire at 0.1cm from the distal tip weld mass with approximately 19cm of concurrent stretched coil damage beginning at the distal tip. The specimen also presented multiple kinks in the small diameter curve and kink damage at 24.5cm from the proximal aspect of the formed curve. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the device instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. The customer supplied image presented a fracture of the core wire along with stretched coil wraps at an unknown distance from the distal tip. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that handling and/or procedural factors have contributed to the event as reported. Patient information is unknown. If there is any further relevant information provided, a follow up medwatch report will be submitted.